Manufacturer narrative:
Investigation: accordingly, we would like to give a summary of our results regarding the reported issue. During the manufacturer's technical inspection, the error description provided by the customer, "occasionally, there is no picture, and the fan spins up very loudly, as if the device were overheating" could be confirmed. The most probable root cause is a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Sporadic loss of image transmission was reported. Fan very loud, as if the device were overheating. No negative impact in state of health reported.